Manufacturer narrative:
The device is currently undergoing analysis. When additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that that the patient with this right ventricular (rv) lead and pacemaker reported experiencing a syncopal episode. The patient was evaluated at the hospital where the physician was able to recreate noise that was oversensed and led to pacing inhibition. The patient was seen for a surgical revision procedure where the lead was surgically abandoned and the device was explanted and replaced. There were no additional adverse patient effects reported. The device has been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The clinical observations were not able to be confirmed.